Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with unspecified mentor saline implants, suffered breast capsular contracture (baker grade unknown) on an unspecified side, post-procedure. When the inflammation from the augmentation was gone, one implant felt different and a surgeon advised the patient that the implant was capsulated. The patient hates their implants and wants to take them out, however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the first of two breast prostheses reported.